Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis bottoming out, generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 590cc gel breast prostheses when the left breast prosthesis bottomed out post implantation. Additionally, it was reported that the patient¿s implants were making her sick. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation with no replacement breast prostheses on (B)(6) 2022. During explant surgery, it was observed that the left breast prosthesis had ruptured. The removed breast prostheses were discarded following surgery. This medwatch report is for the patient¿s right breast prosthesis.